Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for eval.

Event description:
Possible overinfusion of magnesium sulfate. On (B)(6) 2013, about 6pm, nurse hung a 1 liter bag of magnesium sulfate for a labor and delivery patient. A 150 ml bolus was programmed to go over 30 minutes, and then a continuous drip was set at 50ml/hr. The next morning between 7:30am-8am, the day nurse found the magnesium sulfate bag empty. The nurse hung a lactated ringers bolus to be given before the epidural was placed. The patient became somolent and had difficulty breathing. Oxygen was given. Soon after, the patient improved back to baseline without further medical intervention. Customer reported the set was discarded. Customer stated that no add'l patient or event details are available.